Event description:
It is reported that the customer "used two t8 locking screw in a circular hole. It engaged and locked during initial tightening, but upon the final turn to seat the screw, it just kept spinning and would not reengage with the plate. He then used an old variax t7 locking screw that went in to the plate just fine."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.